Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section a1, a2, a4, b5, and h6 (medical device problem code and health effect impact code). Evaluation: the device was returned to zoll japan for evaluation. The customer's report was not replicated or confirmed. The device passed all testing including bench handling and ECG monitoring stress testing via leads and pads without duplicating the report. Review of the device log shows that the user had the device in the incorrect ECG view, lead ii, which did not show the ECG signal through the pads. The log confirms that an ECG signal was obtained through pads for the reported timeframe and would have been visible on the monitor if the device had been switched to pads view. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that during functional testing, the case review data was missing ECG content post-event. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.